Event description:
The customer stated that he received cup/tip gripper movement alarms on the cobas 6000 e 601 module. The customer also stated that he could not open a drawer in order to replace the cups/tips. When trying to perform a reset, the analyzer generated the same error. The customer was guided through opening the top and bottom drawer of the analyzer at the same time. The customer was then able to open the drawer. He verified that nothing was spilled. Everything appeared to be ok and nothing appeared to be different. The customer tried performing additional maintenance actions on the analyzer, but this could not be completed due to receiving the same gripper error. The customer tried cycling power to the analyzer, but the same error occurred after doing this. The gripper was not hitting anything and the gripper motor made a grinding noise during reset. The field service engineer replaced the tip vessel carrier unit of the analyzer. When powering the analyzer back up, he noticed smoke and a burning smell. The smoke was not in sufficient quantities to required evacuation or similar action to prevent potential injury to the user. The engineer found a cable to be charred and disintegrated. He also noted that the cable appeared this way before replacing the tip vessel carrier unit. He said the issue was caused by a damaged printed circuit board. He replaced the board. There were no adverse events and no patients were involved.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.